Event description:
It was reported that during a ptca procedure, the tip of the balloon catheter came off the shaft and remained on the wire. The balloon catheter and wire were removed without incident. It was further reported that the wire appeared to have had some thrombus on it, and the balloon tip froze on the wire. Pt status is listed as "okay".